Manufacturer narrative:
(B)(6).

Event description:
It was reported that guidewire entrapment occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). A 2.1mm jetstream xc was selected for use in a lower extremity runoff procedure. During removal, the jetstream locked onto the non-boston scientific guidewire and rex was lost. The jetstream and the guidewire were removed together as one unit and access was lost across the lesion. The guidewire was removed from the device once outside the patient. The procedure was completed with ballooning. There were no patient complications.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: the returned product consisted of a jetstream xc-2.1. The device and the catheter shaft were analyzed for damage. The guidewire was not in the device when received and analyzed. The catheter shaft showed multiple areas of buckling located 16cm from the tip to 18cm proximal from the tip and at 25cm. A severe kink was noticed approximately 57.5cm from the tip. A .014 thruway test guidewire was attempted to be inserted. The guidewire transcended to where the kink was and stopped due to the damage. The device was set up per the instructions for use and the device would not spin due to the severe kink on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for guidewire sticking issues due to shaft damage and the non-compatibility of the wire with the device.

Event description:
It was reported that guidewire entrapment occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). A 2.1mm jetstream xc was selected for use in a lower extremity runoff procedure. During removal, the jetstream locked onto the non-boston scientific guidewire and rex was lost. The jetstream and the guidewire were removed together as one unit and access was lost across the lesion. The guidewire was removed from the device once outside the patient. The procedure was completed with ballooning. There were no patient complications.